Event description:
It was reported that on (B)(6) 2011 the patient underwent a posterior transforaminal lumbar discectomy and interbody fusion using rhbmp-2/acs. In (B)(6) 2010, the patient was diagnosed with lumbar spinal infection. The patient underwent "a total of 18 weeks (2 rounds) of IV antibiotic. Once infection was cleared back pain and spasms increased. After three epidural injections, and physical therapy, a repeat fusion was the only option. As a result, [the patient] has required extensive medical treatment, including having to undergo an additional surgery on (B)(6) 2012 to remove and refuse l4-l5." Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living. The patient reportedly "suffered injuries and damages, including but not limited to, an inflammatory reaction to [rhbmp-2/acs], chronic intractable low backpain, chronic lower back spasms, lumbar spinal infection requiring a total 18 weeks on IV antibiotic, an additional/replacement discectomy and fusion, bone overgrowth in neck area, [and] orthopedics to help with pain."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: l4-5 posterior transforaminal lumbar discectomy and interbody fusion; posterolateral fusion l4-5 using autograft; posterolateral instrumentation l4-5 with peek rods pre-op and post-op diagnosis: internal disc disruption; disc herniation l4-5; intradiscal leakage of dye; medically refractory low back pain; positive discogram l3-4, l4-5 as perop notes: ".. We felt that a cage could be used 12 x 26 mm. This was filled with bmp and allograft. This was placed in the disc space. . No complications were reported.."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.